Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that the patient¿s cgm was reading 43 mg/dl and the bg meter was reading 29 mg/dl. The patient knew something felt ¿off¿ and he was feeling weak. The patient also reported not receiving an audio alert from his dexcom receiver notifying him of his hypoglycemic state (captured in this complaint). The patient¿s family member injected the patient with glucagon and called 911. Once emergency medical services (ems) arrived, no further bg meter or cgm values were reported. The patient was observed. Ems left after an unspecified amount of time and the patient remained at home. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The sensor was inserted into the thigh on (B)(6) 2025, which is off-label usage of the device. On 11/02/2025, it was reported that the patient¿s cgm was reading 43 mg/dl and the bg meter was reading 29 mg/dl. The patient knew something felt ¿off¿ and he was feeling weak. The patient also reported not receiving an audio alert from his dexcom receiver notifying him of his hypoglycemic state (captured in this complaint). The patient¿s family member injected the patient with glucagon and called 911. Once emergency medical services (ems) arrived, no further bg meter or cgm values were reported. The patient was observed. Ems left after an unspecified amount of time and the patient remained at home. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 11/17/2025. It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that the patient¿s cgm was reading 43 mg/dl and the bg meter was reading 29 mg/dl. The patient knew something felt ¿off¿ and he was feeling weak. The patient also reported not receiving an audio alert from his dexcom receiver notifying him of his hypoglycemic state (captured in this complaint). The patient¿s family member injected the patient with glucagon and called 911. Once emergency medical services (ems) arrived, no further bg meter or cgm values were reported. The patient was observed. Ems left after an unspecified amount of time and the patient remained at home. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).